Manufacturer narrative:
Onsite investigation was preformed by the field systems engineer and the issue could be replicated upon testing. The engineer resolved the issue by reloading the system software. No part return or replacement was needed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system could not boot and was stuck on 'system booting, please wait'. There was no patient present when this issue was identified.